Event description:
The complainant has reported that during a therapeutic pulmonary biopsy procedure for treatment, a blue color fragment was visualized as the physician was inserting and pulling the radial jaw forceps device. The blue fragment was removed. The description of the blue fragment is consistent with the product's outer sheath covering. However, without investigation of returned product, we are unable to confirm this at the present time. The procedure was completed with another device. The procedure was successful. There was no report of death, serious injury or mistreatment associated with this event. The patient condition was noted as good.